Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had multiple power error detected alarms. The blood glucose at the time of the incident was 8.9 mmol/l. Troubleshooting was declined and the customer requested the insulin pump to be replaced due to the alarms recurring. It was advised to discontinue use of the device and to revert to a back-up plan. The insulin pump will be replaced, but not returned for analysis.